Event description:
Customer reported the insulin pump alarmed button error and none of the buttons are responding. Customer's blood glucose was 141 mg/dl. Customer reported the device might have been exposed to surf water splash up but the device was never in the water, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to a corroded keypad trace. The insulin pump was received with minor scratches on the display window, cracked display window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.